Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when maintaining the catheter involved following this patient¿s return to this hospital, a nurse performed aspiration and flushed the catheter, and a big drop of blood dripped from the insertion site. After pulling out a portion of the catheter, the nurse found the damage was located below the black dot of 38 cm scale, towards 37 cm scale. Due to safety concern, the nurse pulled the catheter out to 35 cm scale for flushing and normal saline sprayed from 38 cm scale. The nurse pressed the 38 cm scale with a dry alcohol swap and continued flushing catheter. And a small drop of liquid dripped between 35 cm and 36 cm scales. The catheter was removed after the patient underwent ultrasound examination.

Event description:
It was reported that when maintaining the catheter involved following this patient¿s return to this hospital, a nurse performed aspiration and flushed the catheter, and a big drop of blood dripped from the insertion site. After pulling out a portion of the catheter, the nurse found the damage was located below the black dot of 38 cm scale, towards 37 cm scale. Due to safety concern, the nurse pulled the catheter out to 35 cm scale for flushing and normal saline sprayed from 38 cm scale. The nurse pressed the 38 cm scale with a dry alcohol swap and continued flushing catheter. And a small drop of liquid dripped between 35 cm and 36 cm scales. The catheter was removed after the patient underwent ultrasound examination.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 38cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.